Manufacturer narrative:
H11: there were no photos provided for review and the physical sample was not received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. B3 (date of event) the actual date of event is unknown. The date received by manufacturer (awareness date) was entered into the date of event field. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device was removed from the patient as the cuff was approximately 75 percent exposed from the insertion site. It was further reported that the pleurx product was due to be removed in october since it had been almost a year since its insertion. Patient status after device removal is unknown.